Manufacturer narrative:
Field service replaced the rinse head and detergent tubings and readjusting the valve fitting. These actions resolved the issue. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer found the detergent tubing was disconnected from vacuum bottle. The service engineer replaced the rinse head tubings and detergent tubings. Then an instrument check was run with acceptable results. The customer ran qc tests with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium and chloride results, for 2 patients, from the cobas 6000 c (501) module. Patient 1: initial results: sodium: 161 mmol/l, chloride: 82.8 mmol/l, repeat results: sodium: 139 mmol/l ,chloride: 100 mmol/l. Patient 2: initial results: sodium: 160 mmol/l , chloride: 85.8 mmol/l, repeat result: sodium: 143 mmol/l , chloride: 105.3 mmol/l. The questionable results were not reported outside the laboratory. The electrode lot number and expiration dates were asked for but not provided.